Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that postoperatively for an open reduction internal fixation of the distal radius, the patient experienced tendon ruptures over the variable angle volar rim distal radius plates. The surgeon reported this has happened with three different patients that have all been sitting in good position with no backing out of the screws. The device will not be returned. This report is for patient number two. No further information is available. This is report 3 of 4 for (B)(4).